Event description:
It was reported that, during a procedure, when the console was powered-up, the maximum power was limited to 20w. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, during a procedure, when the console was powered-up, the maximum power was limited to 20w. No additional information was provided.